Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what was expected by the customer. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer support team assisted the caller in reloading the same cartridge and later in filling and loading a new cartridge, resolving the discrepancy in displayed insulin estimate.